Manufacturer narrative:
(B)(4).

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 5.5 cm in diameter abdominal aortic aneurysm. It was reported that the nine year follow up CT scan revealed the talent bifurcated device had migrated with a proximal type I endoleak. The physician stated that the cause of the event was due to disease progression; aortic neck dilatation. The physician performed a secondary intervention and implanted three endurant cuffs however, the endoleak did not resolve. Two days later the physician implanted eight aptus endoanchors however, the endoleak still persisted. Ten days later during the follow up, the physician stated that the endoleak has resolved. No additional clinical sequelae were reported and the patient is fine.